Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. Reportedly, the user's blood glucose level was not impacted. Recommendation was made for the user to prime the tubing to remove air. The user resumed insulin delivery.